Manufacturer narrative:
The reported event was inconclusive as no sample was received. A potential root cause for this failure could be "misconnection of supply and return lines". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the neuro patient on the arctic sun device for over a week the pads were just changed. Four medium pads used with good coverage and the device displayed alert 01 (patient line open) and alert 02 (low flow). The patient temperature was 38.1 c the target temperature was 37 c the flow rate was 1.9 lpm. The nurse was concerned as the device was displaying marginal flow and the system diagnostics showed the flow rate at 1.9 lpm the inlet pressure was -6.9 psi the circulation pump was 66 percentage. The event log showed there was an alert 01 and alert 02 and no further alerts or alarms during the conversation. Ms and s explained that with new pads the device could alert when the air was being removed from the system and the flow rate was 1.7 lpm or greater than the marginal flow was okay. Ms and s discussed the heat generation and they were using a bair hugger for counter warming.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the neuro patient on the arctic sun device for over a week the pads were just changed. Four medium pads used with good coverage and the device displayed alert 01 (patient line open) and alert 02 (low flow). The patient temperature was 38.1 c the target temperature was 37 c the flow rate was 1.9 lpm. The nurse was concerned as the device was displaying marginal flow and the system diagnostics showed the flow rate at 1.9 lpm the inlet pressure was -6.9 psi the circulation pump was 66 percentage. The event log showed there was an alert 01 and alert 02 and no further alerts or alarms during the conversation. Ms and s explained that with new pads the device could alert when the air was being removed from the system and the flow rate was 1.7 lpm or greater than the marginal flow was okay. Ms and s discussed the heat generation and they were using a bair hugger for counter warming.